Manufacturer narrative:
B5: additional information received from customer added. Investigation results: one sample model mpx5304-c lot 22069544 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was attached to a 10 bd syringe and attempted to be flushed. The sample was unable to be flushed. No excess solvent was observed upon a visual inspection under a microscope. The silicone of the needless connector was blocking the tubing. A quality notification was sent to the manufacturer. From the manufacturers investigation, the possible root cause is that during the assembly the nac-y arm did not stop at the component stop. A quality alert was generated on november 10th, 2023 to reinforce the correct tubing assembly method. A device history record review for model mpx5304-c lot number 22069544 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 25jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Additional information received from customer: was the tubing set attached to a patient at the time of the event or occurred during preparation/priming? No. Was the tubing still coiled with tape in place during priming/flushing? Unknown. Was there any adverse event or serious injury reported? No.

Event description:
It was reported while using the bd maxplus pressure rated extension set with removable needleless connector it was blocked. The following was received by the initial reporter: customer stating IV didn't flow through t-piece. No adverse events.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.